Event description:
The pt stated, that on multiple occasions "within the past month", she observed separation of her infusion set tubing at the luer-lock connection. She stated that, she would be "in the process of doing something when I look down and notice that my pump is on the floor". She also stated, that infusion set tubing in this lot of product "pinched off near the luer-lock, because insulin cannot flow through". The pt stated, that her blood glucose level had been affected during the occurrences. She reported, that her blood glucose level was "high". Her target range was reported to be 115-150mg/dl. She stated, that her symptoms of elevated blood glucose included: "frequent urination, tired, and sweet taste in mouth". To reduce her elevated blood glucose level, she administered an "insulin shot". The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.